Event description:
The home patient (hp) was getting an alarm during dwell and stated that the supply bag fell and disconnected from the line. The hp was advised either the use of new supplies or a manual exchange. The proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated that lots of times the bag falls because it's a small table that it is setting on. The hp has now moved the machine over to give the bags more room and the issue has not re-occurred since. The bag was not quite empty when it fell and disconnected and the hp stated that it doesn't usually disconnect so she probably didn't have it in all the way. The hp stated that no defects were seen with the cassette or bag. The hp has been doing fine and continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell was not confirmed in the lab. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. The evaluation was performed on potentially associated lot (h1023012) and companion sample of cassette in lab. Set was placed on machine for priming and run with no alarm. No abnormalities were noted during visual inspection. A batch review was performed with no issues noted. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).